Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm on the insulin pump. Customer also reported changing out infusion sets multiple times. The customer's blood glucose was 800 mg/dl at the time of incident and reported symptoms of thirst and frequent urinations. Patient went to the emergency room. Troubleshooting was not completed. Customer declined troubleshooting for high readings. The insulin pump will not be returned for analysis.